Event description:
It was reported that the shock lead impedance (sli) of this right ventricular (rv) lead was about 117 ohms in (B)(6) 2018 and recently, the sli was measuring between about 146 and 166 ohms. Additional information received, indicated that this lead was removed and replaced, due to the impedance issues. This product has not been returned. This report will be updated, should additional information be received.